Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 900 mg/dl. Prior to the event, the customer accidentally took her dog¿s thyroid medication, and induced vomiting. The customer continued vomiting for nearly eight hours after that. The customer eventually passed out, and was taken to the emergency room. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.